Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged. Dislodgement was revealed through diagnostic imaging. Lead was repositioned. Patient was stable before, during and after the procedure.